Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an elective implantable pulse generator (ipg) change out procedure, the right ventricular (rv) port screw set on the ipg appeared to be stripped out. The physician was unable to use a screwdriver to remove the screw and a hemostat was used instead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.